Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient received a low cgm alert for a reading of 40 mg/dl. In response, the patient was given orange juice. However, the cgm reading did not increase, and the patient began experiencing headache and dizziness. The reporter believed that the sensor was inaccurate at that moment, and personnel from the nearest fire department was contacted to check on him. The fire department personnel administered a glucagon injection. The reporter stated that no fingerstick blood glucose readings were taken during the event to compare with the sensor reading, and she was unaware whether the fire department personnel performed a fingerstick measurement. The reporter could not recall any additional details regarding the event. She stated that the patient is currently doing well, and that no hospital was visited. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.